Manufacturer narrative:
Pump passed the displacement test. Hardware low level failures(variable 3) alarmed during self test and confirmed in pump history file due to a broken trace at u1 keypad assembly. No motor arm cannot communicate with the main arm alarms noted during testing, the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple pump error. The customer's blood glucose value was unknown. Customer stated they were able to rewind the pump. The insulin pump passed selftest. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.